Event description:
The patient had outpatiented esophageal dilation performed on december 5, 1991 at 10:10 a.m. Physician used b=new modified pilling maloney bougie. Second bougie met resistance but passed readily after the 3rd attempt. The device was not forced. The patient was discharged at d12:45 p.m. On december 5, 1991. The patient returned to the emergency room at 6:00 p.m. Complaining of severe lower chest/epiglastic pain and temperture of 102.6f. Patient was admitted and treated surgically for esophageal tear. He was subsequently discharged on december 13, 1991device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.